Event description:
It was reported to philips that the main screen suddenly went black. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed as planned without delay. A philips field service engineer (fse) called the customer to get information. The customer did not request philips service for the reported problem. The cause of the problem was a poor contact with the monitor cable. After reconnecting the monitor cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.